Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an atrial arrhythmia in progress in the presenting electrogram (egm) with significant undersensing of atrial fibrillation (af) occurring. The atrial sensitivity appears to have been changed from atrial gain control 0.25 mv to 1.0 mv at the last check. The atrial lead is a non-boston scientific product. The ICD remains in service. No adverse patient effects were reported.